Event description:
It was reported that during a device change out procedure, the ventricular lead was fractured and impedance was undefined. The lead was explanted and replaced. Three years later, during a follow up program check, the ventricular lead exhibited high thresholds. The lead remained in use. Five months later the ipg reached elective replacement indicator (eri) with premature battery depletion. The device was explanted and replaced and a new ventricular lead was placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.